Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set cannula kinked event on 09-jun-2024. The event occured within three hours of insertion. The site of insertion was at abdomen. The blood glucose level of the patient was 297 mg/dl. The patient resolved the issue by replacing infusion set and resumed insulin. Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kink slightly. No further information available.